Event description:
A nurse reported that fibers were observed in pts' eyes during surgery. There was no pt harm reported, however it is unclear if all fibers were removed during the initial procedure. No further info is expected for this case.

Manufacturer narrative:
The investigation is in progress. A sample is expected, but has ot yet been received for evaluation. A root cause has not been identified. (B)(4).